Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2012 and a drain was used. After the surgery the patient pulled the drain out. It was noted that the drain was broken and a remained in the patient. On (B)(6) 2012, the patient underwent surgery to remove the drain. The patient's condition is now stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1227618.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. It was broken 3 cm under its black dot. The broken area is very indented and uneven. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1227618, mfg date: 03/01/2012, exp date: 03/31/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.